Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention procedure using a 7f sheath. Reportedly, the foot was unable to be closed and the device became stuck in the anatomy. A balloon and manual compression were used to temporarily achieve hemostasis as the patient was moved to the operating room. A surgical cutdown was performed to remove the device and achieve hemostasis. There was a reported clinically significant delay in the procedure. After the surgery, the patient was hospitalized. There was no adverse patient sequela. No additional information was provided.